Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50 x 20mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the distal side of the stent was deformed during delivery. The shaft was undamaged. The procedure was completed with another of the same device. No patient complications nor injury were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent strut lifted at the proximal end of the stent. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis. E1- initial reporter address 1: (B)(6) e1- initial reporter city: (B)(6)

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50 x 20mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the distal side of the stent was deformed during delivery. The shaft was undamaged. The procedure was completed with another of the same device. No patient complications nor injury were reported.